Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event was for not being able to get threshold values. No anomalies were found on the lead.

Event description:
It was reported that it was not possible to get any values in different lead positions. The lead was replaced.